Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited burned plastic distal end cover around instrument channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was aug 5, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the probe cover had burned due to the use of the high-energy endo therapy accessories (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The inside of biopsy channel opening at the probe cover had discolored to brown and partially melted. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instruction for use states that detection method in bf-p180 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Instruction for use states that preventive measure in bf-p180 operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.